Event description:
Arjohuntleigh received a complaint that indicated that during the pt transfer from wheelchair to bed on a minstrel hoist, the device tilted sideways. No pt or device fall was reported. No injury was sustained.

Manufacturer narrative:
(B)(4). An investigation was performed of this complaint. When reviewing similar reportable events, we have found three cases that may relate to the issue investigation here: minstrel lift tilted sideways during the resident transfer. We have been able to establish that compared to the amount of sold device and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. When the event occurred, the device was used for treatment. It played a role in the event. The hoist was put through a function test by the arjohuntleigh rep that visited the customer site. The device was in full working order. From this it appears that the device was up to the specification at the time of the incident. We have not been able to find any contributing mfg anomalies. Please note that our lift devices fulfill the iso requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10535 a stability test had been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the minstrel does not become unstable. Based on the collected info, findings made during the inspection of the involved device conducted by a quality engineer, we have been able to establish that the event occurred due to a use error, not following recommendation included in instructions for use (IFU). In this case we can determine that when the caregivers were attempting to transfer the pt from the wheelchair to bed, the device was reported to tilt sideways to the right side. This would mean that the hander bar was not positioned over the center of gravity. In such a situation to bring the pt over the center of the seat the caregiver may have decided to pull the pt into place which can destabilize the lift. It is also possible that the person in the sling was vehemently pulled into the desired position and the lift toppled over in the direction that was pulled. Our eval appears to point to a use error having occurred. In the labeling there is particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. We find this complaint to be reportable to the competent authorities. Imp ref # 1419652-2015-00115.